Event description:
Caller reported a cartridge alarm 20 that occurred during the pump's load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support educated the caller on waiting until prompted to remove the used cartridge, provided a replacement pump, and instructed on returning the problematic pump using a pre-paid label. The customer will use manual injections to ensure continuous insulin delivery until the new pump arrives.